Event description:
The customer reported having issues with prime/rewind. The blood glucose reading was 214mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded and sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.